Event description:
It was reported that the patient had an aneurysm at the bifurcation of the m1 segment of the right mca (middle cerebral artery). The physician used a guidewire to guide two microcatheters to the lesion site. Several coils were implanted through one of the microcatheters. When implanting the coil, increased resistance was encountered at the distal end of the microcatheter. To ensure surgical safety, the physician withdrew this coil and replaced it with another product of the same model, which was successfully inserted. Subsequently, the physician attempted to advance a stent through the other. When the stent was pushed to the y-valve, significant resistance was encountered, preventing further advancement. When the physician tried to withdraw the stent, it deployed within the y-valve. Later, the physician replaced it with a new y-valve to continue the procedure and replaced the subject stent, advancing it along the microcatheter. When the subject stent was pushed to the distal end of the microcatheter, increased resistance was encountered again. When the subject stent was withdrawn, it deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the patient had an aneurysm at the bifurcation of the m1 segment of the right mca (middle cerebral artery). The physician used a guidewire to guide two microcatheters to the lesion site. Several coils were implanted through one of the microcatheters. When implanting the coil, increased resistance was encountered at the distal end of the microcatheter. To ensure surgical safety, the physician withdrew this coil and replaced it with another product of the same model, which was successfully inserted. Subsequently, the physician attempted to advance a stent through the other. When the stent was pushed to the y-valve, significant resistance was encountered, preventing further advancement. When the physician tried to withdraw the stent, it deployed within the y-valve. Later, the physician replaced it with a new y-valve to continue the procedure and replaced the subject stent, advancing it along the microcatheter. When the subject stent was pushed to the distal end of the microcatheter, increased resistance was encountered again. When the subject stent was withdrawn, it deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the hub and lumen of a non-stryker microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was unable to be removed from the microcatheter. The sdw was kinked/bent at the distal end and at the proximal end. The introducer sheath was noted to be intact. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was reported to be not tortuous. The stent was received deployed within the hub and lumen of a non-stryker microcatheter. The stent was unable to be removed from the microcatheter. The sdw was kinked/bent at the distal end and at the proximal end. The introducer sheath was noted to be intact. Based on the available information and the analysis of the returned device, it is possible that the subject stent was damaged during transfer. If the stent was compromised at that time, increased friction would likely have been encountered during the procedure, potentially leading to premature deployment. The event may be attributable to certain procedural factors that occurred during the procedure. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and the as analyzed codes 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.